Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to migration of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2015 had reported outcome attributed to adverse event as life-threatening. However, no life threatening event has occurred. This report is filed (B)(6) 2015.